Event description:
The customer reported a false positive architect stat high sensitive troponin-I result generated on the archtiect i2000sr analyzer for a 62-year-old male patient in the rheumatology and immunology clinic. The following data was provided (customer¿s reference range: < 26.2 pg/ml): on (B)(6) 2025, sid (B)(6): initial troponin-I result = 583.8 pg/ml. Repeat troponin-I result = 0.7 pg/ml. It was noted significant lipemia was found in the sample, suggesting lipemia interference with the patient result. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, in-house testing of a retained kit of reagent lot 79124ud00, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history record review did not identify any non-conformances, potential nonconformances, or deviations associated with lot 79124ud00 and the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I reagent lot 79124ud00 was identified.

Event description:
The customer reported a false positive architect stat highly sensitive troponin-I result generated on the archtiect i2000sr analyzer for a 62-year-old male patient in the rheumatology and immunology clinic. The following data was provided (customer¿s reference range: < 26.2 pg/ml): on (B)(6) 2025, sid: (B)(6): initial troponin-I result = 583.8 pg/ml. Repeat troponin-I result = 0.7 pg/ml. It was noted significant lipemia was found in the sample, suggesting lipemia interference with the patient result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (complete patient identifier). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 3p25 that has a similar product distributed in the us, list number: 2r98, with 510k/PMA/bla number: k191595.